Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2015. This was the second stage of a two stage revision to treat infection. The first stage of the revision was performed on (B)(6) 2014. The revision surgery was a result of infection. In this revision, the ultra tibial insert, tibial tray, femoral component and locking bolt were revised. The ultra tibial insert was revised from a size 4 x 14mm to a ps-c-insert size 3 x 16mm, the tibial tray was revised from standard size 4 to a modular size 4, the femoral component was revised from a size 4 left to a revision femur size 3+ left. And the locking bolt was revised from a standard locking bolt to a ps/ps-c locking bolt. In addition, a modular stem, a modular offset tibial stem, a patella and several pegs were implanted.